Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was not available. Only the history data was sent for investigation. The device history files from the day of occurrence on 2025-06-07 were investigated. The da 1011=vram contents invalid could be read out once on the day of the incident at 11:08am. The complaint could not be confirmed, because of the fact that no sample was sent into the service repair shop in melsungen for a further investigation process. According to the error description of the customer no more detailed analysis procedure could be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313, k172831, k191910.

Event description:
According to the event description: "50mcg/ml rate: 2ml/hr: vtbi: 17mls) 13:10hr: staff a noticed 10mls in syringe attached in the infusion unit. 13:30hr: staff b noticed 1mls left in the syringe with the machine indicating vtbi: 6.09mls time: 3h 3min. No additional dose was purged from infusion since 11:21hr."